Event description:
Bayer case number: (B)(4). Haemorrhagic periods and associated abdominal pain began one month after insertion. [Abdominal pain]. Haemorrhagic periods [heavy periods]. Unusual chronic fatigue dissociated from exercise, accompanied by brain fog [chronic fatigue]. Unusual chronic fatigue dissociated from exercise, accompanied by brain fog [brain fog]. Aches without physical cause [ache]. Diffuse swollen lymph nodes on the left side. [Swollen lymph nodes]. Left adrenal adenoma [adrenal adenoma]. Pelvic varices [pelvic varices]. Sight blurred [blurred vision]. Sicca syndrome [sicca syndrome]. Joint pain [joint pain]. Muscle pain [muscle pain]. Bone pain [bone pain]. Stiffness and inflammation of tendons [tendonitis]. Fatigue and pain prevent me from carrying out my daily activities, which are now limited to the obligations related to the care of my youngest child. [Activities of daily living impaired]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 05-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("haemorrhagic periods and associated abdominal pain began one month after insertion.") In a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned menopausal since 2020. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced abdominal pain (seriousness criterion intervention required) and heavy menstrual bleeding ("haemorrhagic periods"). In 2019 she experienced fatigue ("unusual chronic fatigue dissociated from exercise, accompanied by brain fog") and brain fog ("unusual chronic fatigue dissociated from exercise, accompanied by brain fog"). In 2020 she experienced pain ("aches without physical cause") and lymphadenopathy ("diffuse swollen lymph nodes on the left side."). In 2021 she experienced varicose veins pelvic ("pelvic varices"), vision blurred ("sight blurred") and sjogren's syndrome ("sicca syndrome") and was found to have adrenal adenoma ("left adrenal adenoma"). In 2022 she experienced arthralgia ("joint pain"), myalgia ("muscle pain"), bone pain ("bone pain") and tendonitis ("stiffness and inflammation of tendons"). On unknown date she experienced loss of personal independence in daily activities ("fatigue and pain prevent me from carrying out my daily activities, which are now limited to the obligations related to the care of my youngest child."). The patient was treated with surgery (removal of the devices is scheduled for (B)(6) 2025). At the time of the report, the abdominal pain, fatigue, pain and loss of personal independence in daily activities had not resolved. The outcomes for heavy menstrual bleeding, brain fog, lymphadenopathy, adrenal adenoma, varicose veins pelvic, vision blurred, sjogren's syndrome, arthralgia, myalgia, bone pain and tendonitis were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, abdominal pain, fatigue, brain fog, pain, lymphadenopathy, adrenal adenoma, varicose veins pelvic, vision blurred, sjogren's syndrome, arthralgia, myalgia, bone pain, tendonitis or loss of personal independence in daily activities. The reporter commented: multiple (imaging and biological) medical examinations that could not explain the symptoms. Still not explained by the repeated imaging scans. Patient's current status: fatigue and pain prevent me from carrying out my daily activities, which are now limited to the obligations related to the care of my youngest child. A removal of the devices is scheduled for (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic periods and associated abdominal pain began one month after insertion. [Abdominal pain] haemorrhagic periods [heavy periods] unusual chronic fatigue dissociated from exercise, accompanied by brain fog [chronic fatigue] unusual chronic fatigue dissociated from exercise, accompanied by brain fog [brain fog] aches without physical cause [ache] diffuse swollen lymph nodes on the left side. [Swollen lymph nodes] left adrenal adenoma [adrenal adenoma] pelvic varices [pelvic varices] sight blurred [blurred vision] sicca syndrome [sicca syndrome] joint pain [joint pain] muscle pain [muscle pain] bone pain [bone pain] stiffness and inflammation of tendons [tendonitis] fatigue and pain prevent me from carrying out my daily activities, which are now limited to the obligations related to the care of my youngest child. [Activities of daily living impaired]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 05-feb-2025. The most recent information was received on 20-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("haemorrhagic periods and associated abdominal pain began one month after insertion.") In a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned menopausal since 2020. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015 she experienced abdominal pain (seriousness criterion intervention required) and heavy menstrual bleeding ("haemorrhagic periods"). In 2019 she experienced fatigue ("unusual chronic fatigue dissociated from exercise, accompanied by brain fog") and brain fog ("unusual chronic fatigue dissociated from exercise, accompanied by brain fog"). In 2020 she experienced pain ("aches without physical cause") and lymphadenopathy ("diffuse swollen lymph nodes on the left side."). In 2021 she experienced varicose veins pelvic ("pelvic varices"), vision blurred ("sight blurred") and sjogren's syndrome ("sicca syndrome") and was found to have adrenal adenoma ("left adrenal adenoma"). In 2022 she experienced arthralgia ("joint pain"), myalgia ("muscle pain"), bone pain ("bone pain") and tendonitis ("stiffness and inflammation of tendons"). On unknown date she experienced loss of personal independence in daily activities ("fatigue and pain prevent me from carrying out my daily activities, which are now limited to the obligations related to the care of my youngest child."). The patient was treated with surgery (removal of the devices is scheduled for (B)(6) 2025). At the time of the report, the abdominal pain, fatigue, pain and loss of personal independence in daily activities had not resolved. The outcomes for heavy menstrual bleeding, brain fog, lymphadenopathy, adrenal adenoma, varicose veins pelvic, vision blurred, sjogren's syndrome, arthralgia, myalgia, bone pain and tendonitis were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, abdominal pain, fatigue, brain fog, pain, lymphadenopathy, adrenal adenoma, varicose veins pelvic, vision blurred, sjogren's syndrome, arthralgia, myalgia, bone pain, tendonitis or loss of personal independence in daily activities. The reporter commented: multiple (imaging and biological) medical examinations that could not explain the symptoms. Still not explained by the repeated imaging scans. Patient's current status: fatigue and pain prevent me from carrying out my daily activities, which are now limited to the obligations related to the care of my youngest child. A removal of the devices is scheduled for (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.